Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low", specific value was not provided. Reportedly, customer "might have [fallen]" and hands are "in a brace". The customer was using lyumjev within their pump supplies. A family member administered glucagon to address the issue and took customer to the emergency room. Customer was subsequently admitted to the hospital and treated with glucagon and intravenous fluids of saline, and was provided with "something to eat to raise their bg level". Customer was discharged 2 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.